Event description:
A malfunction alarm known as malf 12 was reported, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. The issue was resolved by technical support providing pump reset information and assisting the customer with resetting the pump. The customer was informed that they could continue using the pump and advised to contact support again if the malfunction code recurred.